Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hyperglycemia with a blood glucose of 560 mg/dl. The user was unable to correct the high blood glucose, and due to repeated restart alerts, a replacement ilet was issued. No emergency medical services or hospitalization was required.